Event description:
Reportedly, the anvil did not tilt; the doughnuts were stuck to the viscera and the tissues broke when the instrument was pulled. Applied another device. An unintended colostomy was performed.